Event description:
Haematoma in knee joints [joint hematoma]. Puncture of both knee joints/irritant effusion [knee effusion]. Puncture of both knee joints/irritant effusion [arthrocentesis]. Case narrative: based upon internal review on 27-nov-2018, the following changes were made in the case, this batch was identified in context of aegis ime functionality specificity and concerns the seriousness of event haematoma in knee joints which was amended from non-serious to serious (medically significant) because included in the ime list. Based on additional information received on 10-aug-2018, reporter causality was updated from not reported to related. Initial information received on 18-jun-2018 regarding an unsolicited valid serious case of germany from a physician. This case involves a 27 years old female patient (180 cm and 68 kgs) who received treatment with hylan g-f 20, sodium hyaluronate (synvisc) and had haematoma and puncture of both knee joints/irritant effusion. The patient's past medical history, medical treatment, vaccination, and family history were not provided. Concomitant medications included lidocaine. On (B)(6) 2018, the patient started treatment with synvisc injection, at a dose of 2 ml (frequency, route and batch number: not provided) for gonarthrosis. Patient tolerated the injection well. On (B)(6) 2018, patient received the second synvisc injection. On (B)(6) 2018, 9 days after the injection, patient had irritant effusion (joint effusion). Patient had corrective treatment with puncture of 90 ml fluid, cooling and i.c. Injection (not specified). On (B)(6) 2018, patient received the last injection. Puncture was performed right (152 ml) and left (136 ml). The patient developed haematoma in knee joints (haemarthrosis; onset date: unknown; medically significant) and as a treatment had to get puncture of both knee joints (joint effusion, aspiration joint) (intervention required). Action taken: not applicable for haemarthrosis; no action taken for other events. Corrective treatment: puncture of 90 ml fluid, cooling and i.c. Injection nos for joint effusion, aspiration joint; puncture of both knee joints for other event. The patient outcome is reported as unknown for haematoma in knee joints and recovering for rest events. A product technical complaint (ptc) was initiated on 18-jun-2018 for synvisc. Batch number: unknown; global ptc number: 100131310. The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformances report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor if a CAPA is required. Investigation complete date: 07-jun-2021. Additional information was received on 10-aug-2018 from an orthopaedist. Reporter causality was updated from not reported to related. Concomitant medication was added. Therapy dates of synvisc was added. Dose was updated from 6 ml to 2 ml. Event term puncture of both knee joints was updated to puncture of both knee joints/irritant effusion, event onset date and corrective treatment was added, and outcome was updated form unknown to recovering. Clinical course was updated, and text was amended accordingly. Upon internal review on 27-nov-2018, the seriousness of event haematoma in knee joints which was amended from non-serious to serious (medically significant) because included in the ime list. Additional information was received on 18-jun-2018 from other healthcare professional (from quality department). Gptc number was added. Additional information was received on 07-jun-2021 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Upon internal review additional event of aspiration joint added as per convention. Clinical course updated. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 27-nov-2018: based on the available information, the causal relation ship between hematoma in knee joints and synvisc cannot be denied. However detailed information regarding aseptic conditions maintained while administration of injection or technique used while administration of injection was unknown. Also lack of information regarding patient medical history, concurrent condition and medication precludes the final case assessment.

Event description:
Haematoma in knee joints [joint hematoma]. Puncture of both knee joints/irritant effusion [knee effusion]. Case narrative: based upon internal review on 27-nov-2018, the following changes were made in the case, this batch was identified in context of aegis ime functionality specificity and concerns the seriousness of event haematoma in knee joints which was amended from non-serious to serious (medically significant) because included in the ime list. Based on additional information received on 10-aug-2018, reporter causality was updated from not reported to related. Initial information received on 18-jun-2018 regarding an unsolicited valid non-serious case of germany received from a physician. This case involves female patient of unknown age who received treatment with hylan g-f 20, sodium hyaluronate (synvisc) and after unknown latency had haematoma and after few days had puncture of both knee joints/irritant effusion. The patient's past medical history, medical treatment, vaccination and family history were not provided. Concomitant medications included lidocaine. On (B)(6) 2018, the patient initiated treatment with intra-articular synvisc injection, at a dose of 2 ml (frequency: not provided) for gonarthrosis. Patient tolerated the injection well. On (B)(6) 2018, patient received the second synvisc injection. On (B)(6) 2018, few days after the injection, patient had irritant effusion. Patient had corrective treatment with puncture of 90 ml fluid, cooling and i.c. Injection (not specified). On (B)(6) 2018, patient received the last injection. Puncture was performed right (152 ml) and left (136 ml). The patient developed haematoma in knee joints (onset date: unknown) and as a treatment had to get puncture of both knee joints. Action taken: not applicable. Corrective treatment: puncture of 90 ml fluid, cooling and i.c. Injection nos for puncture of both knee joints/irritant effusion; not reported for other event. The patient outcome is reported as unknown for haematoma in knee joints and recovering for puncture of both knee joints/irritant effusion. Seriousness criteria: medically significant for haematoma in knee joints. A product technical complaint has been initiated and the results are pending for the same. Additional information was received on 10-aug-2018 from an orthopaedist. Reporter causality was updated from not reported to related. Concomitant medication was added. Therapy dates of synvisc was added. Dose was updated from 6 ml to 2 ml. Event term puncture of both knee joints was updated to puncture of both knee joints/irritant effusion, event onset date and corrective treatment was added and outcome was updated form unknown to recovering. Clinical course was updated and text was amended accordingly. Upon internal review on 27-nov-2018, the seriousness of event haematoma in knee joints which was amended from non-serious to serious (medically significant) because included in the ime list.